Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, the device stopped firing midway and the monitor displayed an illustration urging a forced restart-up. A restart-up was performed then all components were replaced to continue the case. In addition, the charger would not flash green light. The handle was able to be used successfully on another case and worked fine with another charger. There was no patient injury.